Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. A technical support specialist (tss) attempted found that domain name system (dns) lookup for the new server timed out, although the server was reachable by ping and services were running. An interface down error was observed on the station, and logs were collected and shared for further review. Further analysis identified that while port 50051 was updated correctly, port 50052 still pointed to the old server due to a provisioning issue. The secure sync server url was manually updated in the device database, data sync was restarted, and the device successfully reconnected. It was determined that this behavior was caused by a new bug in the provision portal pre deployment process. All files uploaded to ephi, except for the post upgrade ds server oltp backup due to access limitations. The devices were now communicating upon checking the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were not communicating following a recent server migration or system upgrade. The customer reported that synchronization values were not updating, and the issue had been present since prior to the server upgrade. There were no delay or adverse events or injuries reported based on this event.